Event description:
It is reported that the pt was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
Review of primary surgery report did not reveal any deviations from the surgical technique. Revision surgical report states fibrous ingrowth of lateral peg tibia and some radiolucency along the tray. No pt factor info or x-ray were received. The reported pain may have been due to the apparently loose tibial plate. A definitive root cause of the loosening cannot be determined with the info provided; however, the complaint may be revised upon return of x-rays, or further pt info. Eval codes: the measured dimensions of the articular surface were within specification as returned. Minor scratches and wear was observed on both sides and the dovetail feature was damaged. A peg was detached from the tibial plate. Markings indicate peg detachment occurred as result of explantation. Mfg documentation was reviewed and indicates that the devices were manufactured, inspected, and packaged to specification.